Event description:
The facility reported a colleague infusion pump with a 701 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of a 701 failure code was not confirmed during service evaluation. However, the quality engineer has identified failure 701:00 to be the as determined condition. The assignable cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the pump head module was replaced. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.